Event description:
Reporter stated that patient's blood glucose was tested on the accu-chek mobile system with a result of 331 mg/dl. Within 1 minute, patient's blood glucose was retested on an accu-chek aviva system with a result of 69 mg/dl. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
This medwatch is for the suspect product used with the aviva system. (B)(4). The event occurred in (B)(6).